Event description:
Pt was having a laparoscopic cholecystectomy procedure. Surgeon noted insufficient insufflation of the pt's abdomen, then noted co2 escaping via a crack of the connection of the cannula and the seal valve of the trocar. A new trocar was obtained and the same event repeated itself. Both trocars leaked in the same spot and were from the same lot number. This product problem caused an extended anesthesia time for the pt.